Event description:
It was initially reported to target that during the procedure the gdc-10 3d coil knotted upon retraction; however, on analysis in 2001, it was found that the device had unraveled from its welding joint inside a tracker excel-14 catheter.